Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found to exhibit low amplitude signals and low out-of-range pace impedance measurements during a device check due to a code 1003 indicative of battery voltage too low for the projected remaining capacity. Upon further review, an episode of noise was also observed. A revision procedure was subsequently performed to replace the implanted device at which time the physician chose to surgically abandon the lead. A new device and rv lead were then implanted. No adverse patient effects were reported.